Event description:
It was reported that three days post implant, the lead was explanted and replaced due to intermittent capture. The physician felt the issue may have been due to implant location. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found; full lead was returned for analysis.